Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that as the customer did not have another cartridge at the time of the pump supply change, customer refilled the current cartridge. After performing the fill tubing step, customer attached the infusion set to the body. Customer inadvertently pressed the "fill" button instead of the "done" button. The "fill" button was press about 4 times delivering approximately 150 units of insulin to the customer. Blood glucose (bg) lowered to 40 mg/dl. Customer consumed soda and food to address bg. Customer was transported to the emergency room via ambulance and was treated with glucose tubes. Intravenous dextrose was administered in the ER and soda was consumed to continue treatment for low bg. Bg elevated to 277 mg/dl. Customer stayed overnight in the ER and was not admitted to the hospital. Customer was released from the ER on (B)(6) 2019. Customer successfully loaded pump supplies and resumed pump therapy.